Event description:
The customer contact reported a crack in the burette of the tubing set; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of ivig, via gravity. After an unspecified length of time during refilling of the burette of the tubing set with solution, it was reported that the burette was squeezed. The customer contact indicated that after the burette was squeezed, a crack was noted at an unspecified location of the burette. An unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. The customer contact indicated that an unspecified volume of medication was lost. There were no reported adverse pt effects and no reported delay in therapy that was critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.